Event description:
Nrc [nutrition rehabilitation center] responded to rrt [rapid response team] regarding hypotension. During the rrt, dr. Ordered 1l crystalloids & 1u of prbc [packed red blood cells]. During the event, the IV tubing was leaking. The bottom part of the tubing was cracked. Had to remove the IV fluid and tubing and start new. No harm to patient or staff.